Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump cracked after dropping it. The crack was on battery compartment and battery cap came apart. The insert battery warning came up and it alarmed battery failed when customer tried to insert battery without the tape. The bottom label was scraped. The site came off causing the pump to drop. The customer reported no adverse event. The event involved product(s) unomedical, mmt-1880. Troubleshooting was performed for battery failed alarm and found that the customer was not using the correct battery cap for the pump. Troubleshooting was performed for battery cap damaged and found that the damage was on metal contacts. Troubleshooting was performed for labeling/packaging and found that the product labels reported damaged following usage. Troubleshooting was performed for cosmetic damage and the customer reported physical damage on the pump not related to the retainer ring. Troubleshooting was performed for tape not sticking and the customer reported an issue with infusion set tape sticking. The customer also reported that site came off due to tubing stretched. No harm requiring medical intervention was reported. No product return is required for unomedical. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, and self test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump successfully downloaded traces and history file using thump. No failed battery alarms noted during testing, however, were found in the pump trace download on 02/25/2025 17:47:11.000. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1 board. The p-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, corroded battery tube, cracked case near the corner of belt clip rails, broken battery tube threads, and cracked case on the battery tube side. Alleged failed battery alarms not confirmed during testing or in the power management graph. Cosmetic damage was confirmed at the battery tube compartment(cracked). Unit received with no battery cap, therefore unable to determine if battery cap is cracked/damaged. Unit received was properly tested using a test battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.